Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Patient's representative reported "massive pain, capsular contracture baker grade iii-IV, suspected rupture and fear to alcl", later "pain, hardening, breast deformation and capsular contracture baker grade iii-IV" was confirmed via medical letter. This record is for the right side. Device was explanted

Manufacturer narrative:
Reason for reoperation: malposition.

Event description:
Patient's representative later reported "small fluid space," "double bubble," and displaced.